Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, a drill bit broke during drilling. The broken part was not removed from the bone. A new bit was used to finish the procedure. The procedure was completed successfully with a delay of three (3) minutes. Concomitant devices: drill (part: unknown, lot: unknown, quantity: 1). This report is for a 2.8mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the drill bit is broken apart where the run out of the flutes starts. There is a shiny deformation at one corner of the fracture face. The shaft of the drill bit is strongly bent. Dimensional inspection: checked dimensions per relevant drawing: outer diameter (d) = pass core diameter at fracture face (d4) = pass drawing/specification review: relevant drawing was reviewed to verify the relevant dimensions of the drill bit. The sub-component 507563 is not lot tracked. Therefore the last three potential work orders that were produced prior to lot 6l09610 were reviewed. The review has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification as defined in relevant drawing. Investigation conclusion: the complaint is rated as confirmed as the drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information and without the fragment the exact cause of this occurrence cannot be defined. The shiny deformation at one corner of the fracture face and the bent shaft let us assume that a mechanical overload by a combination of too much lateral stress and a metallic contact did lead to the breakage of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 310.284, lot number: 6l09610, manufacturing site: bettlach, release to warehouse date: 10. Sep. 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.